Manufacturer narrative:
The device was explanted on (B)(6) 2025. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on may 14, 2025, after explantation of the device. The device was implanted for 136 months and 41 charging cycles were recorded in the device¿s memory. The ICD was subjected to an electrical analysis. First, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. The shock was delivered, but the specified energy level was not reached. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. The overall current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a short circuit, which led to an elevated self-depletion of the battery. In conclusion, the analysis revealed an elevated internal self-depletion within the battery.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance test proved the device functions to be as specified. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an unexpected battery behavior. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
It was reported that the device reached eri status. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on (B)(6) 2025 after explantation of the device. The device was implanted for 136 months and 41 charging cycles were recorded in the device¿s memory. The ICD was subjected to an electrical analysis. First, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. The shock was delivered, but the specified energy level was not reached. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. The overall current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for further analysis. The battery analysis is currently ongoing. As soon as the analysis is completed, this report will be updated.